Event description:
Info received from co's affiliate indicates a pt developed a corneal ulcer while wearing acuvue 2 colour lenses. In 2004 pt experienced pain across their face and was treated for a sinus infection. The following day, the pt went to a hosp e.r. For left eye pain, tearing, redness and decreased vision. Visual acuity os 6/36. At the following day visit, drawing depicts 2 stromal infiltrates and pseudodendrite with no history of hsv. Cell and flare noted in anterior culture taken, meds prescribed.